Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they had an explosive bout of diarrhea the day prior to the call after their procedure. The patient reported that when they had been adjusting their stimulation it had become uncomfortable and then they lowered it to a comfortable level. The patient reported that they only had the sensation on one side due to damage on the other from a previous (unrelated) medical procedure. The patient reported that they had a lot of pressure in their abdomen and that they had not been able to get comfortable since the procedure. The patient also reported that they had not been feeling well in general that day of the call. On (B)(6) 2020 the patient chose a colorful expression to describe their urgency: that their urgency was ¿killing¿ them. The patient stated that they had a strong urge to void and that when they would go, it was only a few drops. Additional information was received from the consumer on 2020-jun-11. The patient reported that they had pressure in their bladder and had to cath. The patient was advised to contact their health care physician (hcp) with health concerns and for advice. There were no further complications reported.